Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to get additional information but no response from the customer. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator had a blank screen. Although requested, it is unknown if the event occurred during patient use.

Manufacturer narrative:
(B)(4). The customer reported that the ventilator was not connected to the patient at the time of the event. The customer reported to have verified the alleged condition. The graphical user interface (gui) printed circuit board (pcb) was replaced.